Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr results. Therapeutic range: 2.0 - 3.0. The time between testing fifteen (15) minutes. Reportedly, the patient noted a large air bubble at the sample well during the first test. Additionally, the sample was not applied immediately after the finger stick. There was no reported adverse patient sequela. There was no additional information provided.